Event description:
It was reported that a pt underwent a coronary artery bypass graft procedure on (B)(6) 2012 and suture was used. During use, the surgeon experienced drag and felt a pop as he was going through a vessel. The surgeon feels that this drag is occurring at the wedge of the suture. The surgeon continued using the product to complete the procedure. There were no adverse pt consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.